Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 11170-2012. Reason for original complaint: litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on (B)(6) 2012, which provided part/lot information. Update (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:(B)(6) 2016. Update (B)(6) 2017 ¿ medical records received. After review of the medical records for MDR reportability, adding sleeve and stem due to previously alleged elevated metal ion levels. The complaint was updated on:(B)(6) 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4) 2012. Reason for original complaint ¿ litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on (B)(4) 2012, which provided part/lot information. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: date of event, describe event or problem, explant date, patient code. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced pain, injuries, and excessive levels of chromium and cobalt. Patient fact sheet was provided on 6/28/2012, which provided part/lot information. Update 8/4/2016 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Update 01/30/2017 ¿ medical records received. After review of the medical records for MDR reportability, adding sleeve and stem due to previously alleged elevated metal ion levels. Update 02/07/2017 ¿ medical records received. After review of the medical records for MDR reportability, a revision operative note was provided. The revision operative note indicated pain, metallosis and mechanical loosening, but there was no indication of what implant(s) were loose. The stem and cup were both noted to be fixed. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Added: (patient/device).

Event description:
Update jun 30, 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, it was stated that in the revision note that there was a scar measuring 7cm. Clinical notes reported swelling, restricted rom, and walks with severe limp. This complaint was updated on: jul 10, 2017.